Event description:
It was reported that the bd ser plastipak 3ml ll 30x7al/un was deformed from the needle fitting region. The following information was provided by the initial reporter, translated from portuguese to english: but with a deformation in the needle fitting region.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary four photos displaying the syringe product received by our quality team for investigation. Upon visual evaluation, damaged luer is observed, therefore the incident is confirmed. Based on the quality team¿s investigation, the root cause of the incident is a failure in the molding process. Scheduled hose change and more complex funnel repair will be implemented, and manufacturing personnel have been notified of this incident to increase awareness.

Event description:
It was reported that the bd ser plastipak 3ml ll 30x7al/un was deformed from the needle fitting region. The following information was provided by the initial reporter, translated from portuguese to english: but with a deformation in the needle fitting region.